Event description:
It was reported that review of stored egms, that took place in a 6 minute lapse of time, revealed that the patient had multiple vt and vf episodes. The first couple of episodes are noted as successfully converting the arrhythmias. In further episodes the device starts exhibiting intermittent undersensing which results in the device interpreting the episodes as a return to sinus. This results in no therapy being delivered to treat the arrhythmias. The final episode stored shows a continued vf with undersensing that the device interprets as return to sinus. The episode ends with the patient still in vf. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of the electrograms noted undersensing during vt detection. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the undersensing could not be determined.